Event description:
Infant was having abnormal fht/rhythm during labor/delivery. Vacuum assist used, 2 pop-offs occurred. Apgar at delivery 2007. Resuscitation required. Has large sub-galeal hematoma, admission for nicu care. Diagnosis or reason for use: labor not progressing.